Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at olympus (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, coagulase-negative staphylococci (3 cfu/100mm) were detected from the suction channel of subject device and no microbe was detected from the other channels. The test result cleared the (B)(6) guideline. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the water channel of the subject device tested positive for elizabethkingia meningoseptica (1cfu/scope). The customer reported that the subject device was reprocessed according to the instruction for use. The subject device had been disinfected with non-olympus automated endoscope reprocessor (wassenburg wd440) using peracetic acid. There was no report of infection associated with this report.